Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device result/lab inrs reported were 5.8/3.81 in 2006, and 4.0/2.93 on four days later. No other information was provided. The device was replaced and requested to be returned for evaluation.